Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/6/2021. Component code: g07002 no device problem found. The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: a manufacturing record evaluation was performed for the finished device lot number rbbcpx / eh7477h, and no non-conformances related to the reported complaint condition were identified. Mfg. Date feb/11/2021. Exp. Date jan/31/2026. A manufacturing record evaluation was performed for the finished device lot number rabdjk / eh7477h, and no non-conformances related to the reported complaint condition were identified. Mfg. Date jan/22/2021. Exp. Date dec/31/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: an opened box with nine packets of product code eh7477h was returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed, and the pull force meets the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Thirteen packets of product code eh7477h, were returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed, and the pull force meets the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was the name of the procedure? Aortendissektion. What is the lot number? Rbbcpx. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify during use on patient, needle came loose after piercing the aorta.

Event description:
It was reported that a patient underwent an artery procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. There were no patient consequences reported. Additional information was requested.